Manufacturer narrative:
Batch review performed on 24 september 2018: lot 1820885: (B)(4) items manufactured and released on 28 june 2018. Expiration date: 2023-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager on sep 26, 2018: involved devices are not available and pictures are not provided. However, based on the description of the event, the following can be assumed. The difficulty to engage the set screw might be due to wrong engagement or misalignment of the percutaneous tower (03.52.10.0521) to the tulip, since the perc. Towers drive and orient the set screw, and after they removed and repositioned the tower, the set screw could be engaged. Wrong engagement/misalignment of the tower might be caused by deformation/damage of the same (potentially occurred in a previous surgery) or misuse of the tower itself or of the auxiliary instruments (loading station, engage handle) by the surgeon/nurse.

Event description:
The surgeon was not able to tighten the set screw into the pedicle screw tulip at l5 even though the he used with the reducer. He tried to remove the rod and insert the new set screw, but he was not able to tighten the new set screw as well. Disassembling the percutaneous tower and re-trying again he was able to tighten the second set screw. Due to this event the surgery was prolonged about 1 hour.